Manufacturer narrative:
(B)(4) medical product: unknown knee bearing, cat#: unknown lot#: unknown. Unknown tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07378, 0001822565 - 2017 - 07379, 0001822565 - 2017 - 07380.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - e1 vngd as tib brg 10x75 catalog# ep-189080 lot# 014740, biomet tibial locking bar catalog# 141205 lot# 726780, biomet cc cruciate tray 75 mm catalog# 141234 lot# j3801848. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.